Event description:
Healthcare professional reported capsular contracture, baker grade iii/IV. The device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Manufacturer narrative:
Device evaluation: the device was received on jul 05, 2023, with lot number 3634541. Additional observations: observed creases on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported capsular contracture, baker grade iii/IV. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. Rupture -ndr : no observed. Use error : not applicable as the event is not related to the device. Additional observations: observed creases on the device.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. The device has been explanted.